Event description:
It was reported that during an unk procedure, any time the surgeon fired the device, the clips spewed out of the device not formed. Another same like device was used to complete the procedure. No pt consequences were reported.

Manufacturer narrative:
Eval summary: the analysis results for the el5ml device (a) found that it was returned with the cam broken. The device was cycled and ejected the remaining clip due to the cam condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results confirmed that one el5ml device (b) was rec'd in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specs. The instrument locked out as intended, but the orange indicator was beyond its intended position. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.